Event description:
During the device return inspection and repair , service repair noted the device auxiliary water channel found clogging. There is no patient involvement associated on this reported event. No user injury reported. This report is being submitted for clogging auxiliary channel (foreign material remains due to insufficient reprocessing).

Manufacturer narrative:
The subject device initial evaluation has started and is in progress. The final evaluation results and final report has not yet been received or available. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The results of inspection/evaluation confirmed the following: foreign material clogged in auxiliary water channel. Dirt adhered to back of a-rubber (bending section cover) glue. It was presumed that foreign material that clogged the auxiliary water channel was of human origin, such as blood. Auxiliary water channel not deformed and damaged. A-rubber glue deteriorated and lifted. The user conducted reprocessing in accordance with french standards and instructions for use (IFU). Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - it was presumed that the foreign material was of human origin, but this could not be further confirmed. A further cause of the suggested phenomena could not be presumed. Olympus will continue to monitor field performance for this device.